Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that upon reviewing remote data transmissions, this physician noted frequent right atrial (ra) noisy signals and impedance spikes that were high, and out-of-range (>2000 ohms). Additionally, in two mode switch episodes, loss of atrial capture was observed. Boston scientific technical services was contacted and recommended bringing the patient in-clinic for provocative maneuvers to evaluate potential changes in impedance and noise. It was indicated the patient would be seen at an unspecified later date and no additional information is available. There was no evidence of asystole as a result of the capture loss. At this time, the device remains implanted and no adverse patient effects were reported.